Event description:
It was reported that the lead was explanted due to oversensing of noise. It was also noted that the patient received inappropriate atp therapy. The lead was cut and capped and a portion was returned for analysis.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received internal insulation abrasion under the rv shock coil was noted at 4.1-4.5cm and 4.9-5.0cm from the helix. Internal insulation abrasion under the svc shock coil was noted at 23.6-23.9cm, 25.1-25.5cm, 25.7-26.1cm, 25.8-26.5cm, and 28.4-28.8cm from the helix. The etfe coating was intact at all abrasion locations. The reported field events of noise and oversensing were not confirmed.